Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that hemostatic valve of the preface sheath came off during an atrial fibrillation procedure. It was a total detachment. The issue was resolved by reconnecting the valve. The procedure was completed without patient's consequence. This is MDR reportable as capability of hemostatic valve is compromised and there is a potential for bleeding or air embolism to occur which would require additional interventions.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the valve of the preface sheath was come off during the procedure. The issue was resolved by reconnecting the valve. Upon receipt, the device was visually inspected and it was found in good condition; however during a second visual inspection during the analysis a compress condition was observed near the distal tip. It might happened while sending the catheter back for analysis to bwi. Then per the reported event, the retention ring was observed under a microscope and no anomalies were observed. A good known brim cap was snapped to the device and a vessel dilator was introduced successfully into the preface sheath. The brim cap and gasket remained snapped during the test even though the compress condition. Same test was performed using a smart touch catheter and no malfunction was noticed. The od's of the hub ring were measured and were found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. It remains unknown the root cause of the failure since the device did not present evidence of a manufacturing defect or any anomaly that could contributed to the failure reported.